Event description:
My philips respironics CPAP was under recall. After waiting almost a year for a replacement, philips sends me a refurbished, used unit which appears to be dirty and is extremely noisy. It makes a loud whirring noise when exhaling and inhaling while using the unit. I can hardly sleep due to the noise. And the fact that the device was used by another customer makes me feel gross to continue using it. With covid and other germs, how can they send used devices in which you could possibly be inhaling others' germs? I have severe sleep apnea and I need a CPAP machine. I have already returned my old unit to philips. So I have no other choice but to continue to use this refurbished unit until I receive a new one. I have reached out to philips to send a brand new unit. Their response is that they cannot guarantee a new unit. Drink alcohol occasionally, one drink per week. Reference report mw5115913.